Event description:
It was reported that allegedly the brakes were not holding due to a broken swivel lock mechanism on the caster. It was further reported that allegedly a patient fell off the bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Caster was replaced.

Event description:
It was reported that allegedly the caster was broken. It was further reported that allegedly a patient fell off the bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.